Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. This device remains in service and no adverse patient effects were reported.